Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right ventricular lead exhibited low r-wave sensing and high capture threshold. It was reported that the patient had a tortuous venous anatomy. The lead was successfully replaced and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.